Event description:
Dealer states user is missing some of the attachment points for his handrims, and the urethane tires are "chewed up". He said he has no idea how that happened. He also states the wheel locks seem to be made of really pliable metal. The dealer already has a quote for this on qt (B)(4).

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.